Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 470 mg/dl due to an air bubble in the reservoir. The customer stated that they did not believe that the pump alarmed. The customer received a notification regarding the audio issue. The device failed the audio test during the call. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. Auto mode was in use during the high blood glucose event. The customer treated their high with a syringe. Troubleshooting was declined for the high blood glucose and air bubbles. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during selftest due to broken trace at pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. No air bubble anomalies noted during testing.